Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the 3100 a device experienced a blank display while connected to a patient. The customer stated that the device continued to operated. The patient was immediately placed on another unit. The customer confirmed that there was no patient harm or injury associated with the reported event.